Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent an open reduction due dislocation following a failed closed reduction.

Manufacturer narrative:
The device remains implanted therefore its condition is unknown. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Component compatibility is unknown. A complaint history could not be performed as the item/lot information was not available. With the information provided, a definitive root cause cannot be determined.